Event description:
It was reported to a physio-control sales representative that the customer¿s device showed 3 bars in the battery indicator in the device¿s readiness display. The device was not used and left in a vehicle (in a building) for the weekend. After the weekend, the readiness display showed the battery indicator with only 1 bar. A continuous service alert tone was emitted. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed from the downloaded device data that the battery indicator had gone from 3 bars to 0 bars after a self-test. During a test charge cycle, the device lost power.

Manufacturer narrative:
Catalog number of the initial medwatch report indicates: 320371500. Catalog number of the initial medwatch report should indicate: 3203715.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that the battery had 1 blinking led (out of 4) and that the battery had changed status from 3/4 to empty in 1 day after a self-test. The device sounded an alert tone for the depleted battery. The low battery caused the device to power off during a test charge cycle. A test battery did properly charge and shock defibrillation energy. Multiple device self-tests were performed over a 2 day period without observing any discrepancies. A cause of the rapid battery depletion could not be determined.